Event description:
It was reported that the safety mechanism did not operate. Needle does not retract. There was not a needle stick injury or harm to the patient or user.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a safety mechanism that did not activate was confirmed and determined to be use related. The product returned for evaluation was one 22g safestep infusion set w/o y-site. The returned unit was functionally tested by attempting to advance the safety mechanism over the needle tip. During advancement, some resistance was encountered, but with some force it was able to be fully advanced. However, the needle did not safety as the spring clips inside the safety plate were stuck and would not actuate. Further inspection under a microscope found some use residue on the exterior of the needle sleeve and inside the safety plate. The safety mechanism was then dissected for further inspection. During dissection, the spring clips provided resistance when being separated from the safety plate. After separation, use residue was observed on the springs. Additionally, inspection of the sleeve found similar use residue inside the sleeve. The outer diameter (od) of the needle and inner diameter (ID) of the sleeve were measured. The sleeve ID was larger than the needle od, indicating that no interference between the sizing of the components was present. Based on the available evidence, it is likely that the residue created during use caused interference between the components to occur, preventing the safety mechanism from properly functioning.